Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4.

Manufacturer narrative:
The analyzer serial number is (B)(6). The qc recovery data provided was acceptable. The field service engineer (fse) found that the sipper and mixer were dirty and the probe voltage needed to be adjusted. Based on the available data, a general reagent issue could be excluded. The service maintenance actions performed by the fse resolved the issue.

Event description:
There was an allegation of questionable elecsys prolactin assay results for 1 patient sample on a cobas e 411 immunoassay analyzer. On (B)(6) 2024, the initial result was 45.14 ng/ml. The sample was sent to another lab for repeat testing and the result was 23.9 ng/ml. On (B)(6) 2024, another result of 42.37 ng/ml was provided from the original e411 analyzer. Clarification on if this result was from the same patient sample was requested but not provided. The repeat result of 23.9 ng/ml was deemed correct. No questionable results were reported outside of the laboratory.